Event description:
The pt underwent pelvic floor repair in 2004. Two weeks later, the pt developed a mild urinary infection. The pt was treated with furadantine the same day of the onset and the treatment ended seven days later. The event was also resolved in 2005. It was reported that this event is not related to the device.